Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient has urinary retention. Caller does not know if ins is on or off. Technical services (ts) was unable to check because external equipment is not charged. The healthcare provider (hcp) said they are charging the handset and communicator. Ts offered to instruct hcp how to check (after handset and communicator are charged) if ins is on, but hcp said they are not comfortable checking and she requested manufacturer representative (rep) because they do not know what settings the ins is suppose to be set at. Additional information was received from the patient's healthcare provider (hcp). It was reported that it was unknown if the seizures and altered mental state were related to the device/therapy. The patient had not experienced urinary retention prior to the device and catheterization was not their standard of care prior to the device.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.